Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿it is recommended to use this instrument by maintaining enough distance from any equipment that operates with high current.¿. Based on the results of the investigation, it is believed that the subject device was not the cause of the reported failure. Investigation believes that the monitor flickered because the x-ray machine with a large current and the subject device were plugged into a single outlet. This caused the grounding problem and rf interference. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported that the visera elite video system center was providing a flickering image during a therapeutic procedure. According to the initial reporter, another tower was brought in to complete the procedure and the patient's outcome was 'normal' with no complications.

Manufacturer narrative:
The olympus sales representative (rep) called into olympus technical assistance center (tac) personnel post-procedure to report the issue he was experiencing with the customer. Tac attempted some trouble-shooting options with the rep, as a result of that trouble-shooting the rep and customer confirmed that the issue did not lie with olympus device. At this time, the subject device is functioning properly, and is not scheduled for return. However, should additional information be made available, a supplemental report will be submitted.